Manufacturer narrative:
Image review: one fluoroscopic image and two of the executive summary report, and nine cine loops of the fluoroscopic load check and procedure were provided for review. Images show the sequence of events as described. The arrow in the images points to the outflow struts appearing to have some space between the frame metal and the capsule. This may indicate that the capsule is under heightened stress or that torsion is present in the valve frame. The valve was implanted in the patient. No patient complications have been reported as a result of this event. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, after full deployment, both paddles were caught in the paddle pockets, but the outflow struts appeared to also be entangled with each other. The paddles and struts were disengaged by closing the capsule and reopening it. It was noted that per the physician, the handle was released as soon as the delivery catheter system (dcs) reached the sinotubular junction (stj), and tension in the dcs was observed. The valve was implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-34}; product lot/serial number {r029616}; product type: {0195-heart valves}; implant date (B)(6) 2025; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.